Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the system displayed multiple recoverable error code 23008. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call, troubleshooting was attempted by clearing the error fault on the vision side cart (vsc) touchscreen and this did not resolve the issue. The tse instructed the user to further troubleshoot through a system power cycle; however, the issue remained persistent. The tse requested assistance from the field service engineer (fse). Isi followed up with the fse and obtained the following additional information regarding the reported event: the system was inspected by the customer prior to starting the procedure and found no issue. At the time of the issue, repeated recoverable error code 23008 was experienced and troubleshooting with dvstat did not resolve the issue. Following this, the surgeon decided to convert the procedure to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of multiple recoverable error code 23008 was reproduced during field evaluation and confirmed through review of the site¿s system logs. Investigation indicated a defective left master tool manipulator (mtm) arm axis 2. Replacement of this part resolved the issue. Following this, the system was further tested and verified as ready for use. An RMA has been issued requesting to have the isi component returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review was performed using system information - da vinci system (B)(4) and site name, data confirmed usage of the system for a procedure on the reported event date of (B)(6) 2021. During the procedure date, multiple occurrences of the reported error fault was logged. Logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. Based on the information provided at this time, this complaint is assessed as a reportable malfunction event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the replaced master tool manipulator (mtm) involved with this complaint and completed the device evaluation. During failure analysis, the report of recoverable error code 23008 was reproduced when the mtm was tested with an in-house system when homing in normal mode. The unit failed the check sensor test and the axis 2 encoder showed zero readings when the mtm was exercised. Replacement of the suspect axis 2 motor encoder resolved the issue. Following this, the mtm was subjected to further testing and was restored to specification.

Event description:
Refer to h10/h11 for follow-up information.